Event description:
Sorin group (B)(4) received a report that, when pumping was initiated during setup, the pump began to rotate at a speed noticeably greater than the set speed. There was no patient involvement.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s3 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that, when pump was initiated during setup, the pump began to rotate at a speed greater than the set speed. The pump ran up to max speed when the rpms were set at 100. The service representative could not reproduce the problem. Speed potentiometer testing and extensive soak tests were performed and no faults could be found. The unit worked as expected. The potentiometer was replaced as a precaution. Sorin group (B)(4) stated that no trend has been identified regarding this issue. No nonconformities were noted during device history record review. The issue will be monitored for trends and if identified, corrections will be recommended.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s3 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that, when pumping was initiated during setup, the pump began to rotate at a speed noticeably greater than the set speed. There was no patient involvement. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.